Event description:
According to nurse manager, all the nurses were in a pt's rooms and one of the other pt's went into a bradycardia event then coded and no one was aware for 6-8 minutes. The nurse states they did not hear any alarms and they did not get a recording strip. Customer states they had a recent upgrade to rev j.00.27 piic system and have the merlin monitors.

Manufacturer narrative:
Philips in the process of obtaining more info concerning this event and this complaint is still under investigation. A supplemental report will be sent once the investigation is completed. Preliminary results support that there was no malfunction and staff not responding to alarms was a factor in this adverse event.